Event description:
Loss of osseointegration - periodontal disease, no thread tap used, primary stability was achieved, implant was completely covered by bone, mobility, spontaneous loss after 7 years, patient came with implant to the dentist.